Event description:
It was reported that the patient experienced multiple syncopal episodes, and presented to the emergency room. Initial testing of the right ventricular (rv) lead exhibited normal measurements, however, upon having the patient sit up, the lead exhibited an increase in thresholds and a loss of capture. Additionally, it was noted that the lead was oversensing during some ventricular high rate episodes. It was suspected that the lead had dislodged. The lead was subsequently repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, - (B)(6) 2013-09-21. (B)(4).